Event description:
(B)(6), rn at the dr's office called to report this pt had a defective bd syringe which caused the leukine to spill out of the syringe instead of into the pt. The nurse reports second hand info from the visiting home health nurse who alleged the defective bd syringe needle. The home health nurse was able to inject the pt again using another vial of leukine, so the pt did not miss a dose. Frequency: daily, route: subcutaneous. Dates of use: 6 months. Diagnosis or reason for use: neoplasm and neutropenia. Is the product compounded? No; is the product over-the-counter? No.